Event description:
It was reported that during a thyroidectomy procedure, broken blade. The broken blade did not fall into patient. The event occurred after 30 minutes of use. They used another like device. No patient consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.